Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. The device history review is in progress. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had an implant fail after the clinical procedure. There was no adverse event and no injury.

Manufacturer narrative:
Corrected: event: updated to include additional information and to provide clarity. UDI added as it was omitted during intial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in original package. The implant was measured and verified to be a hahn tapered implant 3.5 mm x 10 mm (70-1154-imp0005). Complaint investigator measured the critical parameters against drw 3025769 rev 2.0 from DHR and found no deviation. There was no defect or non-conformity observed. The threads were intact and the internal feature was fine. Very minimal bone debris and blood clot was present from the implant. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported the implant failed to integrate. The patient bone grade is noted as grade iii. The patient has no medical or dental history prior to implant. The patient presented on (B)(6)2017 for implant placement on tooth #18. On (B)(6)2017, the patient returned for a follow-up. Upon exam. The provider notes a failure to integrate. It was at that time that the device was removed.